Event description:
On (B)(4) 2013 clinic notes dated (B)(6) 2013 were received. The clinic notes mention that he still continues to have breakthrough seizures. The patient had one the day prior, which appeared to be a complex partial seizure with prolonged postictal state. The physician stated that he has very refractory epilepsy and thinks he is going to have periodic breakthrough seizures. The patient was referred for battery replacement. The clinic notes mention that his battery is approaching end of life. Clinic notes dated (B)(6) 2013 indicate that the patient¿s battery life is only at 20% and because it is approaching end of service, he will have replacement of the vns. The patient was noted to have periodic breakthrough seizures. Although surgery is likely, it has not occurred to date.

Event description:
Additional information was received that generator was discarded by the hospital per their protocol. The breakthrough seizures and prolonged post-ictal period are unrelated to vns. The seizures were below pre-vns baseline frequency and only complex partial seizures. Patient has very refractory epilepsy and had not been sleeping and going long periods without food. Here were no causal or contributory programming changes, medication changes, or other external factors precede the onset of the seizures.